Manufacturer narrative:
Information unknown/ not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Initial reporter - telephone number: (B)(6). Device evaluation: the cartridge component was observed correctly engaged at the unit. Visual inspection using magnification was performed. The lens was returned out of the device. The lens was observed cut in two parts, making it visually impossible to observed unacceptable scratches (if any) on the lens surface and/or optic zone. One lens haptic was observed detached. The detached haptic piece was not returned. No residues of lubricant were detected. The use of balanced salt solution (bss) could not be determinate on the return. The push rod was observed straight, and the rod tip is not bent/kinked. No assembly errors and/or manufacturing defects were identified on the simplicity unit. The condition observed is consistent with a lens that has been cut due to iol removal or explant process. Due to the conditions of the sample returned the reported issue could not be verified. There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. The unit was handled and used. No product deficiency was identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation of dib00 iol (intraocular lens), the doctor found that there were several scratches on the iol implanted. She than decided to remove the iol and place a sulcus iol. The iol and the injector from the dib 23d unit are available for investigation. It was reported that the patient fully recovered. No additional information was provided.